Event description:
The surgical wound shows erythema. In the beginning was interpreted as a superficial infection. Received parenteral oxacillin but the wound shows signs of deeper infection on (B)(6) and requires debridement cleaning in the or, a second procedure of irrigation and debridement was performed on (B)(6), a third surgical cleaning was performed on (B)(6) with definitive closure.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
The reported event of the infection could be confirmed, since the information provided from the x-rays and medical report matched the reported failure. Based on the investigation, the root cause was attributed to a patient related issue. Infection is a general risk of any kind of surgery and there are many potential root causes, being the majority of them clinical or user related. From what the implant is concern there is no evidence of any device malfunction or any problems related to the device history, material or manufacturing. Note, as stated in the IFU: adverse effects, in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: early or late infection, both deep or superficial. Material sensitivity reactions in patients following surgical implantation have rarely been reported, however their significance awaits further clinical evaluation.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The surgical wound shows erythema. In the beginning was interpreted as a superficial infection. Received parenteral oxacillin but the wound shows signs of deeper infection on (B)(6) and requires debridement cleaning in the or, a second procedure of irrigation and debridement was performed on (B)(6), a third surgical cleaning was performed on (B)(6) with definitive closure.